Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook zta g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair using 44x179mm of zenith alpha thoracic. The taa was 56mm and located at the distal of the outer aorta arch. The proximal neck was 40mm. At the target site, the user deployed 3 stents and then released the proximal bare stent, but he didn't release the pro-form tie. Then awful retroflex of the proximal stent occurred. He pulled the device to fix the retroflex. He then placed additional stent graft at the proximal side to complete the procedure. The doctor commented as below: to prevent the extreme retroflex of the proximal stent, the proximal bare stent of 40-46mm of zenith alpha thoracic device should never be deployed prior to deploy whole stent graft. Patient outcome: the customer didn't experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 69-year old male patient underwent taa repair using a zenith aipha thoracic endovascular graft (44x179mm). The thoracic aortic aneurysm(taa) was 56mm and located at the distal of the outer aorta arch. The proximal neck was 40mm. At the target site, the user deployed 3 stents and then released the proximal bare stent without releasing the pro-formsuture. Then retroflex of the proximal stent occurred. He pulled the device to fix the retroflex. To complete the procedure, a second stent graft was placed at the proximal end. No patient harm was reported. No product or images were provided for the investigation. Clinical assessment of the reported information was performed. As per the clinical assessment, factors that may contribute are 1) a large aorta diameter is likely to complicate an accurate deployment of the stent graft, 2) irregularities such as aneurysms or calcifications on the inner curvature of the aorta might prevent the (bare) stent to deploy accurately when the stent graft is released. The package insert addresses under precaution and caution the following: " in patients with a large proximal aortic vessel diameter and aneurysms on the inner curvature, there is a risk that the graft may deploy in an angulated position if the sealing zone is less than 20 mm". "To avoid inadvertent displacement of the graft during withdrawal of the sheath, it may be appropriate to momentarily decrease the patient¿s mean arterial pressure to approximately 80 mm hg (at the discretion of the physician)". This complaint contains sparse clinical information and therefore it is not known if the physician lowered the patients mean arterial pressure to approx. 80 mmhg at the time of the deployment. In the physicians own opinion the complication could be related to leaving the sheath partly covering the distal part of the stent graft. Leaving the sheath partly covering the stent graft is not in accordance with guidelines of the package insert. The physician managed the situation by pulling the angulated stent graft distally and then placing an additional stent graft to seal the proximal end. In addition, it was noted that the reported information addresses taa to be located at the distal of the outer aortic arch. The zenith alpha endovascular graft is indicated for the endovascular treatment of patients with descending thoracic aortic aneurysms. Based on the investigation the cause cannot be established for this failure. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.